Event description:
On (B)(6) 2022 the patient underwent spinal surgery utilizing seaspine's meridian anterior lumbar interbody system. During surgery, the tip of the ra2-004002 locking cover driver broke off into the plate it was securing. The tip was unable to be retrieved. The surgeon was not concerned, and no revision surgery is planned.

Manufacturer narrative:
The driver shaft was received by seaspine on 15 sep 2022 and the tip confirmed to have been sheared completely off. The tip remains in situ. No images have been provided for analysis. The reporter noted that the surgeon used the driver with a non-torquing handle. Per the surgical technique, the driver is to be used with a torque-limiting handle to ensure excessive stress isn't introduced to the tip during use. Review of labeling: possible adverse events: pain, discomfort, or abnormal sensations due to the presence of the device. Intraoperative warnings: breakage, slippage, or misuse of instruments or implant components may cause injury to the patient or operative personnel.